Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 53mm abdominal aortic aneurysm. The aortic neck was reported between 4mm and 10mm. It was reported during the index procedure, the main body stent graft was implanted at the level of the renal arteries as planned. A marker pigtail was placed at the level of the flow divider contrast injecting was performed. The endurant limb etlw1613c156e, was inserted and put into position. The device was then pushed forward inadvertently and deployed inaccurately. It was reportedly too late to push the limb down to the correct position. The ipsilateral limb then implanted correctly as planned. The entire stent graft system was then ballooned with a reliant balloon. The final angiogram then showed a slight ia endoleak. It was reported that an aortic cuff could not be implanted as treatment due to the inaccurately placed contralateral limb. Six endoanchors were then implanted proximally on the enduant bifurcate device. This resolved the endoleak. The final angiogram demonstrated both patent renals arteries no type ia or ib endoleaks and equal-patent limbs bilaterally. As per the physician the cause of the end was the inaccurately placed limb. No additional clinical sequalae were provided and the patient is fine.